Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. The caller stated that the customer had been changing the infusion set when the alarm occurred. The caller did not know the blood glucose reading. The caller stated the insulin pump had not been dropped or bumped prior to the compromised force sensor system alarm occurring to his knowledge. The caller reported that the drive support cap was protruding. The caller was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.